Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon valvuloplasty was performed as standard practice and due to calcification. After the access site was closed, the valve experienced migrated to a new position. The issue was addressed by implanting a non-medtronic valve as treatment.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: five media images of the event were provided. There was no computed tomography (CT) or executive summary provided for anatomical considerations. It was reported that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed as standard practice and due to calcification. After the access site was closed, the valve experienced migrated to a new position. There was no image of the pre bav provided. Evidence showed the valve at the point of no recapture in the cusp over lap view. Valve depth appears to be -1 to 0 millimeter (mm) on the non-coronary cusp (ncc). Provided was a series of images with contrast from the provided media. Evidence showed contrast filling below the pigtail. Per medtronic best practices the target deployment depth is 3 mm. Consider recapturing if the implant depth is = 1 mm or > 5 mm. As stated in the IFU; = 1 mm depth may contribute to an increased risk of prosthetic valve dislodgment during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: protistic valve migration/embolism. It was reported that the issue was addressed by implanting a non-medtronic valve as treatment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve migration was confirmed with echocardiogram at the end of the case after closure of the access site. Paravalvular leak (pvl) was also reported. Per the physician, the cause of the migration was unknown as the valve was implanted and an implant depth of 1 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc).

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon valvuloplasty was performed as standard practice and due to calcification. After the access site was closed, the valve experienced migrated to a new position. The issue was addressed by implanting a non-medtronic valve as treatment. Additional information was received that the valve migration was confirmed with echocardiogram at the end of the case after closure of the access site. Paravalvular leak (pvl) was also reported. Per the physician, the cause of the migration was unknown as the valve was implanted and an implant depth of 1 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Additional information was received indicating that the valve migrated into the ascending aorta. It was not snared. The severity of the pvl was severe, due to the valve not being in the annulus. The valve was inactive after the migration and replacement; however, the patient incorrectly received an "active" patient registration card for the inactive valve.

Manufacturer narrative:
Updated data: b2. B5. Added third paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Corrected data: d3 - manufacture name and addressed corrected d4 - expiration date corrected from blank h4 - device manufacture date corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.